Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete. This report is the same incident as MDR#1043534-2014-00176.

Manufacturer narrative:
Analysis of the returned product shows both drivers, driver shafts and three driver tips along with the box packaging were returned for evaluation. Both handles of the drivers have indentations in them consistent with being hit on the sides. The set screws are still functioning and the driver shafts fit into the driver handle. There does not appear to be any damage to the driver shafts. The dimensions of the tip of the driver shafts are within specifications. All three driver tips are fractured. The ends of the 10º tip are both fractured. Both 0º tips have fractured ends and one is fractured in the middle of the body. Conclusion: user error caused or contributed to event.

Event description:
Allegedly the driver cracked during install of implant, second kit was opened and same occured. The sales rep was not present at the surgery and no back up device was available. The surgery time was extended more than 30 minutes.